Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump fell off of him while he got out of his work truck; his infusion set was ripped out and the insulin pump screen sustained cracks and scratches. The patient's blood glucose was in the 600 mg/dl range last night and in the 300 mg/dl range throughout the day of call. Troubleshooting was declined for the high blood glucose. The customer went to the hospital to get syringes for manual insulin injections. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with display anomaly due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and missing display window noted.